Event description:
A possible embolism occurred during the removal of an intrauterine myoma. After removal of the large myoma, an increased level of expiratory co2 and decreased level of o2-saturation were noticed by the surgeon. The surgeon advanced the larynx tube into the trachea to establish increased ventilation. After 10 - 15 minutes the co2 and o2 saturation normalized. It was noted that no large blood vessels had been opened and that x-ray images of the thorax were normal.